Manufacturer narrative:
The technician found the bed had no functions and a network heartbeat failure due to a shorted coiled cable. He replaced the left coiled cable, the power supply board, scale board, logic board; motor control board and the left head obstacle detect to repair the bed.

Event description:
Info rec'd indicates the left coiled cable was cut, exposing bare metal wiring. This also caused the power supply board, scale board, logic board, motor control board and the left head obstacle detect to short.